Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. The sample was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient being dialyzed in a hospital due to acute renal failure experienced a drop in blood pressure and heart rate during the last 10 minutes of hemodialysis treatment and "coded" on (B)(6) 2014. The patient was transferred to the intensive care unit and expired on an unknown date in (B)(6) 2014.